Event description:
Attorney reported: on (B)(6)2005 - patient underwent a repair of a ventral hernia with a composix e/x mesh, product code 0123790, lot 43kod248 and a ventralex patch, product code 0010302, lot 43bpd417. On (B)(6)2009 - patient underwent removal of the hernia mesh. Patient's surgeon found that the mesh was adhered to patient's small bowel and colon and was actually encased in patient's colon causing a fistula. Patient had to have a portion of her colon and bowel resected in addition to removal of the mesh. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. It is unclear from the attorney's report of the event whether one or both of the implanted meshes was explanted on (B)(6)2009, therefore we will be reporting that both were explanted. See MDR 1213643-2010-00443 for information related to the ventralex mesh implanted on (B)(6)2005.